Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: during investigation, the audio bolus button cover was found to be missing. The audio bolus button response to user input was unable to be tested. Unrelated to the original complaint, heavy moisture corrosion was found on the audio bolus button pins.